Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The facility rep states the compressor will not kick on when the unit is turned on, no alarm and the unit had no output.